Event description:
(B)(4). My eczema flared up worse than it ever had before. My belly became bloated and stayed bloated which it never had done before. I became overly moody and anxious which before I was a happy and calm woman. I was bleeding very heavy everyday in 8 months time I only had 3 days of no bleeding. I kept having reoccurring bv positive tests and meds were taken like prescribed but it never went away, never had bv before.